Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a gallbladder drain, a ultrathane mac-loc locking loop multipurpose drainage catheter was leaking at the hub after being inserted in the patient for a maximum of 5 minutes. To date, additional patient and event information has not been made available. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
After further review of the record it was determined that at the time of the initial report it was inadvertently omitted that the procedure was completed with another device. Investigation - evaluation : a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection/ dimensional verification of the returned device was conducted during the investigation. The used device was returned, visually inspected and functionally tested. The device met measurement specification, however, a leak was observed at the hub during functional testing in the same area of the catheter as reported. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.